Event description:
Reported that pt experienced allergic reaction of wheezing, flushed, itching, watery eyes. This is the second of two events this pt exprienced. The first event is captured in MFR. Report 2084725-2004-00029.